Event description:
A customer reported experiencing high blood glucose levels, although the specific values were not known, as the meter displayed only "high." Cause was not known. To resolve the high blood glucose occurrence, the customer administered a correction injection using multiple daily injections.